Event description:
It was reported that the filter would not deploy as the legs were stuck in the spline. The delivery system and filter were removed and there was no reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was returned and evaluated. Upon inspection of the returned sample, the filter had been partially deployed out of the storage tube. The arms had deployed and the legs appeared to be stuck at the distal end. It appeared that one of the legs had come out of its slot and was preventing deployment by sitting on the outside of the spline, and appeared wedged. Attempted to deploy the filter as received and could not. Pulled back slightly on the pusherwire and was able to realign, so the filter leg set back in the slot on the tight spline. Once the filter was back in place in the tight spline, the filter deployed easily. The storage tube and the y-body had no defects and were intact. The result of the investigation was confirmed for failure to deploy, root cause unknown. It is unknown if patient or procedural issues contributed to the event. Handling of g2 filter system from the IFU. The current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.